Event description:
It was reported that there was one area of patient's driveline which had been reinforced with rescue tape for some time. Breaks in silicone was first noted and reinforced with rescue tape on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the driveline could not be conclusively determined through this investigation as no photos were provided by the account and no product was returned for evaluation. The account reported that breaks in the driveline's outer jacket were originally noticed on (B)(6) 2021 and were covered with rescue tape. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) is currently available and discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook (rev. C) is currently available and contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.